Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load fill tubing process. Reportedly, customer was unable to press "done" after the fill tubing step. Tandem technical support could not verify any alarms or alerts in the pump logs. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no impact to customer¿s blood glucose.